Event description:
The device needed to be changed because fluid started to leak in the subcutaneous skin. No patient symptoms were reported. The device was replaced. The patient recovered; her condition was good. There was no patient injury. The type of medication, concentration, and daily dose being administered via the pump were not reported.